Event description:
It was reported that the pump had a no disposable alarm. The settings were reviewed. The alarm was explained to the patient. The patient declined troubleshooting as they felt the pump looked empty. The pump was powered off. The caller was instructed to contact the clinic for further instructions. The caller verbalized understanding. The rate was 53ml/24hr, the reservoir volume was 11.1ml, and the amount given was 88.95ml. The event occurred while in use with a patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.